Event description:
It was reported that this patient with implantable cardioverter defibrillator (ICD) system experienced infection. The system was explanted. The patient was screened for subcutaneous implantable cardioverter defibrillator (s-ICD) and this device was subsequently implanted. No additional adverse patient effects were reported.